Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in the windows screen and unable to reboot. A technical support specialist installed remote support service (rss) component manager, reinstalled remote support service (rss) agents, rebooted the station and confirmed that the medstation application launched automatically. Received permission to close from customer as the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the machine was stuck on window screen and failed to reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.